Manufacturer narrative:
Complaint of failure to be recognized by the ccu could not be reproduced. All functions perform as expected. No containment or corrective actions are recommended at this time.

Event description:
It was reported the camera head lens integration system screen went black resulting in visibility temporarily lost in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.